Event description:
A consumer's mother reported her daughter was diagnosed with a corneal ulcer after using these particular bottles of product. She reported her daughter has been using the product for years without any issues. She reported her daughter saw an optometrist who gave her an antibiotic drop to treat the corneal ulcer. When there was no improvement, her daughter went to an ophthalmologist. Additional info has been requested.

Manufacturer narrative:
Lot: 188530f, expiration date: 10/31/2012. Manufacture date for lot#188530f on (B)(4) 2010. Eval summary: no samples were returned by the customer. The reporter claimed the purchased lots 179242f and 188530f were together in a twin pack. However, both of these lots were packing into single bottle cartons on line 15 and line 15 does not package twin packs. The complaint histories were reviewed for both lots and there were four other complaints of this nature reported. Two of the four similar complaints are family members using the same bottle. Review of the compounding and filling mbrs did not show any anomalies that may have contributed to the complaint condition. A review of the stability data for all (B)(4) lots currently enrolled in the stability program was conducted and all lots remain within specification through product shelf life. The chemistry and microbial finished product results were reviewed and found to be acceptable. Incoming components testing results were reviewed and found to be acceptable. The environmental, utility, (B)(4), and sanitization records were reviewed and found to be acceptable. The reported lots met all release criteria prior to product release. The root cause not determined. Additional info was requested on 12/02/2011 and 12/05/2011 by phone, fax, and mail. Completed questionnaires have not been received. (B)(4).